Event description:
User suffered incision site breakdown with drainage and infection; claimed to be due to fragile skin integrity. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and skin breakdown at the surgical incision. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. The explanted device has not been received for investigation yet.

Event description:
User suffered incision site breakdown with drainage and infection; claimed to be due to fragile skin integrity. The device was explanted.